Event description:
Correct manufacturer identified 7/12/2016.

Event description:
Letter emailed from law firm regarding a cane. The cane broke off, right below the handle, during routine use. The end-user hit his head, resulting in two black eyes, and severe neck pains.